Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735991, serial/lot #: unknown, UDI#: (B)(4) sata cable kit s8 svc. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure the site was unable to load exams using the cd drive. They attempted three different exams, all failed. When loading these exams onto another navigation system at the site, they loaded within 5 seconds. A manufacturer representative was able to video chat the site to do some troubleshooting. When opening/closing the cd drive, it sounded as if the cd drive was getting mechanically caught by another component.

Manufacturer narrative:
Other relevant device(s) are: product ID: dvd 9735991 sata cable kit s8 svc, serial/lot: (B)(4). The drive was returned for product analysis. The returned drive had an exam disk inside. When connected to a known good system the drive was not able to load the exam, but was able to load an exam from a known good disk. The returned exam disk was faulty. The drive was found to be fully functional. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found that the cd drive would intermittently load exams. The cd drive was replaced and the issue was resolved. If information is provided in the future, a supplemental report will be issued.